Event description:
A scrub technician reported that the footswitch did not work during setup for procedures. A backup unit was used to start and complete the scheduled surgical procedures. There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The original footswitch was returned for evaluation. The system was manufactured on october 23, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on february 7, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was installed into a system in attempt to recreate the reported event. Upon generating system message (sm) no further testing was required. The system met specification. The root cause of this reported event is suspected to be a nonconforming footswitch. How this footswitch became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).